Event description:
Report received from (B)(6) states: "the cutter has reduced cut power and is vibrating stronger than normally. The aspiration was fine but not cutting as expected. No pt impact."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. One vitrectomy cutter was received with out the tip protector. The needle is bent approx 20 degrees. There was dried solution in the tubing. A functional test was performed and the inner needle would not move and therefore could not cut.